Event description:
The company was notified of a size 21mm valve explanted after 35 months, reportedly due to calcification.

Manufacturer narrative:
An evaluation of the device is currently underway, but not yet completed. A review of the device history record was completed. Results: the results of the device history record review confirmed the device met all material, dimensional and performance requirements at the time of manufacture and release.